Event description:
The reporter indicated that a 12.6 mm vticm5 12.6 implantable collamer lens of -10.5/1.5/92 (sphere/cylinder/axis) was implanted into the patients right eye (od). On (B)(6) 2021 the lens was implanted; removed and replaced intra-operatively for a shorter length lens due to excessive vault. The problem was resolved. Cause is reported as unknown.

Manufacturer narrative:
Weight: unknown, ethnicity: unknown, race: unknown. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).